Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/ overstress. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the procedure, it was observed that the left subclavian vein was occluded. Therefore, the physician could not implant a new rv lead on the left side and elected to move to the right side. The physician elected to replace the ra lead versus tunneling to the right side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device replacement procedure, the right ventricular (rv) lead high voltage impedance values were undefined high when connected to the new device. The high voltage coil was disconnected and reconnected to ensure set-screw/lead pin connection. However, only intermittent "normal" impedance values were noted. It was also reported that the high voltage coil of the rv lead had a confirmed fracture. The rv lead was capped and replaced. The right atrial (ra) lead was capped and replaced for an unknown reason. No patient complications have been reported as a result of this event.